Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion (90% stenosis degree) in a mildly tortuous part of the rca. After pre-dilatation with several balloons, the orsiro was advanced to the proximal rca but could not pass to the lesion due to heavy calcification. The device was withdrawn, and a stent damage was detected. Additional pre-dilatation was performed, and 3 other orsiro stents were deployed. Pci procedure was successful with no complication. The patient was transferred to the coronary care unit for observation of possible complications and could then be discharged home.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the stent is severely deformed at its proximal end (i.e., several struts are crushed, bend outwards) and that the stent is displaced distally by 1 mm. Microscopic inspection showed the stent imprints on the exposed balloon surface, indicating that the bent struts were initially crimped centered on the balloon. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 % and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Event description:
The orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion (90% stenosis degree) in a mildly tortuous part of the rca. After pre-dilatation with several balloons, the orsiro was advanced to the proximal rca but could not pass to the lesion due to heavy calcification. The device was withdrawn, and a stent damage was detected. Additional pre-dilatation was performed, and 3 other orsiro stents were deployed. Pci procedure was successful with no complication. The patient was transferred to the coronary care unit for observation of possible complications and could then be discharged home.